Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings, triggering inappropriate activation of threshold suspend. The sensor reading was 61 mg/dl when the blood glucose reading was 174 mg/dl. The customer had not noticed any bent cannulas. The customer was advised on proper insertion techniques. The sensor was replaced.